Manufacturer narrative:
(B)(4). Batch # p94641. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the tissue pad detached. The tissue pad was missing from the clamp arm. An additional device was opened and the procedure ended with no influence on surgery and patient safety.

Manufacturer narrative:
(B)(4). Corrected data. Expiration date is 10/2/2022. Device manufacture date is 11/2/2017. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. When the device was connected to a gen11, the device did activate during functional testing. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.